Manufacturer narrative:
The company iii (c) cartridge was not returned for evaluation. The lens was returned in the lens case. A small amount of viscoelastic was observed around the edges of the lens. The lens was cleaned with klrp. No lens damage was observed. The lens dimensions were acceptable plan view using an approved template. The reported monarch cartridge lot number was not provided. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. Qualified associated products were indicated. The root cause for the reported "lens would not advance" could not be determined. The company iii (c) cartridge was not returned for evaluation. The lens was returned in the lens case. No lens damage was observed. The lens dimensions were acceptable plan view using an approved template. Very little viscoelastic was observed on the returned lens. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during surgery, they noticed that the lens would not advance in cartridge. Additional information has been requested and received stating that there was patient contact and procedure was completed on the same day. In the surgeons opinion, cartridge contributed to the event. There was no patient harm.